Event description:
It was reported by the patient that they had a knee replacement surgery on friday, (B)(6) 2024, and after the surgery, they were shaking. The patient said they did not know how their therapy was turned off for the surgery, but someone else turned it off, and they turned it back on, and the shaking stopped. The patient requested assistance to use their recharging equipment because they were nervous about their charge level. During the call, a beeping was heard when the patient tried to charge using their wireless charger (wr). The agent suggested trying to use their programmer (pp) to check their implant charge level, and the patient was successful in synch and reported their implant was 50 percent charged and therapy was on. Pss worked with the patient to reboot the wr by holding down the power button, but the patient said the button was orange. Pss inquired about the battery lights for the wireless charger and suggested that the patient call a nurse to come and assist them in recharging. A doctor from the hospital went into the room and confirmed the wr had three green battery lights. Pss worked with the doctor to hold down the power button for 45 seconds to reset it. Dr stated that the patient had a heart telemetry monitor on their chest due to low blood pressure, but the patient had been stable for discharge from the hospital and removed the telemetry monitor. The doctor wondered if the monitor might be why it couldn't connect to recharge the ins. The issue was not resolved through troubleshooting. The agent suggested the patient call pats back if they need further assistance to recharge. Later, the patient called back to ask about checking the ins battery level. Pss walked the caller through connecting to the patient programmer (pp) and checking the ins battery. The caller disconnected the call before stating what level the ins was at.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.